Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: the display screen was dim and discolored. The battery compartment was cracked below the bumper pad. There was an additional crack in the pump casing between the display lens and the case seal. The display screen was cracked. Moisture was observed behind the display lens. The pump failed a leak test due to the cracks in the casing. There was evidence of moisture on the force sensor plate. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There was moisture inside the pump as a result of battery compartment, pump casing, and display screen cracks. This report is made based on results of investigation completed on 01/15/2016.